Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with vancomycin (intraperitoneal) or peritonitis. Pd therapy was ongoing. The reporter decline declined to provide additional information.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.